Manufacturer narrative:
Service was dispatched due to a discrepant magnesium result on the architect c401215. During services extensive troubleshooting, service cleaned, replaced/reassembled and calibrated/aligned multiple parts/components, however the c4/c8 rgt pr rohs, list number 01g47-04, on the architect c 4000 analyzer was deemed the likely cause. The module function was verified with a control/precision run. No contributing factors in the month prior to the complaint were identified in-regards to the system. The trending review did not identify any trends for the architect c401215 with regards to the issue. The service history of the c401215 verifies no subsequent issues have been reported that are related to discrepant results. The device history record was reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer reported a (B)(6) elevated magnesium result for a patient when running on the architect c4000 analyzer. The customer stated no discrepant results were reported to the medical provider. The following data was provided (customer¿s reference range: 1.6 ¿ 2.6 mg/dl): on (B)(6) 2021 sid (B)(6) = initial result = (B)(6) there was no impact to patient management reported.